Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was unresponsive at start up. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen did not respond when pressed. Further testing found that the touchscreen was out of calibration which was the probable cause of the nonresponsive touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.